Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 7 atmospheres for 30 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).